Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of tacro (tacrolimus) was not able to be confirmed or replicated with the information provided. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. Bd recommends that the devices associated with the reported event are returned for testing and inspection. Based on the information provided by the facility is not possible to ascertain programming or event details associated with the alleged incident. The requested device logs were not provided by the facility so the report of the infusion programmed on the date of the event could not be identified. Root cause: the root cause for the complaint of over infusion of tacro was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation.

Event description:
A copy of the medwatch report from FDA was received, which states, "pump error, over-infusion event: this nurse had to hang a new bag of tacro. Educator nurse was called for assistance. This nurse connected tubing, reviewed medication with educator nurse and then fast primed the medication down the tube by 26ml's. This is certain because when clearing the pts pump in about 1 hr the volume of tacro was 30 ml's. Meaning 26ml's were fast primed and then 4 ml's had infused. The rate of the tacro was 4.17ml/hr. This nurse continued to clear pumps and that showed accurate numbers had been infusing. Around 0240 this nurse entered the room and noticed that the pts tacro bag was completely empty. Immediately called pharmacy and went to inform np. Pharmacy stated they did not feel they primed the tubing themselves and did not feel they underfilled the bag of tacro. Np stated tacro levels needed to be drawn. When entering room pt was in restroom. This nurse checked the pts bed and floor and no liquid looked to be spilled or have leaked. Lab levels drawn as soon as able and the np stated to stop the tacro from infusing. Tacro was stopped about 0358. The pt stated no changes physically. Pharmacy called around 0650 and the chemo pharmacist was informed of the situation. The day team doctors were also made aware and stated that we will continue to keep tacro stopped until lab tacro levels resulted. Noted tacrolimus level went from 10.7 on (B)(6) to 16.1 after this dose was given on (B)(6)". The customer filled out "hospitalization" under the outcomes attributed to adverse event section and "serious injury" under the type of event section. Although multiple attempts have been made, the customer has not provided any additional information, and the product has not been returned for investigation.

Event description:
A copy of the medwatch report from FDA was received, which states, "pump error, over-infusion event: this nurse had to hang a new bag of tacro. Educator nurse was called for assistance. This nurse connected tubing, reviewed medication with educator nurse and then fast primed the medication down the tube by 26ml's. This is certain because when clearing the pts pump in about 1 hr the volume of tacro was 30 ml's. Meaning 26ml's were fast primed and then 4 ml's had infused. The rate of the tacro was 4.17ml/hr. This nurse continued to clear pumps and that showed accurate numbers had been infusing. Around 0240 this nurse entered the room and noticed that the pts tacro bag was completely empty. Immediately called pharmacy and went to inform np. Pharmacy stated they did not feel they primed the tubing themselves and did not feel they underfilled the bag of tacro. Np stated tacro levels needed to be drawn. When entering room pt was in restroom. This nurse checked the pts bed and floor and no liquid looked to be spilled or have leaked. Lab levels drawn as soon as able and the np stated to stop the tacro from infusing. Tacro was stopped about 0358. The pt stated no changes physically. Pharmacy called around 0650 and the chemo pharmacist was informed of the situation. The day team doctors were also made aware and stated that we will continue to keep tacro stopped until lab tacro levels resulted. Noted tacrolimus level went from 10.7 on 2/9 to 16.1 after this dose was given on 2/10". The customer filled out "hospitalization" under the outcomes attributed to adverse event section and "serious injury" under the type of event section.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.